Event description:
Patient (B)(6) but suspected to be much heavier, surgeon will have the patient weighted first post op visit. Patient was bending down to pick up grandchild and felt a crack and the hip collapsed. It is unknown if there was an event subsequent to this bending that may have weakened the implant to a solid fall.

Manufacturer narrative:
The device mentioned in the report was implanted before mipro us took over the previous manufacturer ((B)(4)) of the m-cor implant. As part of our responsibility to report the incidents we are gathering any outstanding information related to this adverse event and reporting it to the FDA.